Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality controls were acceptable on the day of event. Ccc advised the customer to make sure there is an adequate sample amount to run all tests when using small sample cups (ssc) and to check for bubbles. The discordant results were obtained from a finger stick run on a small sample cup, which was empty after the discordant results were obtained. The cause of the discordant hcg, na, k, and cl results was due to a lack of sample in the ssc. The issue was resolved by retesting with an adequate sample amount. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, false (B)(6) hcg (human chorionic gonadotropin) result and discordant, falsely low sodium (na), potassium (k) and chloride( cl) results were obtained on one patient sample on a dimension exl 200 instrument. The discordant results were obtained from a finger stick run on a small sample cup, which was empty after the discordant results were obtained. The discordant results were reported to the physician(s), who questioned them and ordered a recollection. A new sample obtained from the patient was tested in an alternate laboratory on a dimension vista instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant hcg, na, k, and cl results.